Manufacturer narrative:
(B)(4). The lot 14j039 was manufactured on september 22, 2014 ¿ september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate device had white floating particles observed in the solution of the device. This was found before patient use, after compounding it with ceftazidime. There was no patient involvement. No additional information is available.